Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2013, the patient experienced memory impairment ("forgetfulness"), palpitations ("palpitations") and angina pectoris ("heart pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("vaginal discharge with odor"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("pain menstrual"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, dyspareunia, vaginal discharge, headache, menorrhagia, vulvovaginal pruritus, diarrhoea, depression, anxiety, memory impairment, palpitations and angina pectoris had not resolved and the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered angina pectoris, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, memory impairment, menorrhagia, palpitations, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: essure inserted with difficulty, cephalea worsened in 2017. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: pregnancy negative. X-ray - on (B)(6) 2019: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case will be deleted from argus database because this is a duplicate case of (B)(4) case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("pelvic pain"). In 2013, the patient experienced memory impairment ("forgetfulness"), palpitations ("palpitations") and angina pectoris ("heart pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), vaginal discharge ("vaginal discharge with odor"), headache ("cephalea"), the second episode of pelvic pain ("pelvic pain"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("pain menstrual"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, dyspareunia, vaginal discharge, headache, the last episode of pelvic pain, menorrhagia, vulvovaginal pruritus, diarrhoea, depression, anxiety, memory impairment, palpitations and angina pectoris had not resolved and the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered angina pectoris, anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, memory impairment, menorrhagia, palpitations, vaginal discharge, vulvovaginal pruritus, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: essure inserted with difficulty, cephalea worsened in 2017 diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: pregnancy negative. X-ray - on (B)(6) 2019: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.